Event description:
Reporter alleged the customer obtained discrepant blood glucose results of 151 mg/dl at 11:51 am compared to a reading of 405 mg/dl at 11:48 am as well as a value 319 mg/dl at 12:39 pm compared with a result of 93 mg/dl at 12:42 pm when comparative testing was performed on the advantage system. Reporter stated taking the customer to the hospital at 12:54 pm and customer was treated with and IV of unk contents, and admitted based on the hospital system. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.